Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 44 mg/dl at the time of the incident. The customer was at 380 mg/dl at the beginning of the incident. The customer was given intravenous fluids and b50 to treat. The customer was wearing the insulin pump during the incident. The customer advised by their health care professional to stop using the pump. The customer has been having highs of 400, 354, 380, 277 and 444 mg/dl over a weeks period. Troubleshooting was not completed. Customer also reported receiving motor errors on their pump. The insulin pump will be returned for analysis.